Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation has likely occurred during insertion of catheter') in an adult female patient who had essure (batch no. 20240919) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right :5. Left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: during the hsg immediate extravasation of dye was noted into the peritoneal cavity. I was immediately called to view the hsg and agree that perforation has likely occurred during insertion of catheter? Catheter immediately removed and the patient was taken to the emergency room for serial hcts; on (B)(6) 2011: optimal placement of bilateral micro-inserts in terms of shape and positioning discussed above. No abnormal contrast opacification of fallopian tubes or abnormal contrast spontaneous extravasation into pelvic floor indicating complete tubal occlusion. Lot number: 20240919 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation has likely occurred during insertion of catheter') in an adult female patient who had essure (batch no. 20240919) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right: 5. Left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: during the hsg immediate extravasation of dye was noted into the peritoneal cavity. I was immediately called to view the hsg and agree that perforation has likely occurred during insertion of catheter? Catheter immediately removed and the patient was taken to the emergency room for serial hcts; on (B)(6) 2011: optimal placement of bilateral micro-inserts in terms of shape and positioning discussed above. No abnormal contrast opacification of fallopian tubes or abnormal contrast spontaneous extravasation into pelvic floor indicating complete tubal occlusion. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporters information were added. Lot no. Were added. Lab data were added. Event injury nos updated to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.